Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the product was not returned to depuy synthes, however photos and x-ray were provided for review. The photo and x-ray investigation revealed that there is no visible damage on the device. However, patient bone is observed to be damaged by the middle part, therefore the reported condition is able to be confirmed. A potential cause for this condition cannot be established with available information. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the rfna/ 11mm/ 440mm/ standard bend/ ster would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: manufacturing location: monument. Manufacturing date: 24-jan-2023. Expiration date: 31-dec-2027. Part number: 04.233.144s, rfn/11mm/440mm std bend/pe inlay/sterile. Lot number: 3991p47 (sterile). Lot quantity: (B)(6). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.233.124s-12-btq905956 / 3, met all inspection acceptance criteria. Packaging label log (pll) lmd rev d was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection and non-union¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: corrected expiration date.

Event description:
It was reported that on (B)(6) 2024 hardware removal surgery was performed due to infection and non-union. No surgical delay. Original implant date is unknown. Patient outcome is unknown. This report is for one rfna / 11mm / 440mm standard bend / sterile for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown event date. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.